Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire on the powerglide midline catheter was confirmed, but the exact cause is unknown. One 18g x 10cm powerglide midline catheter was returned for investigation. A 3.4 cm segment of guidewire was received separate from the powerglide deployment system. A microscopic examination of the 3.4cm guidewire segment revealed that the weld tip was intact at the distal tip of the guidewire. At the proximal end of the guidewire segment, the cross section of the core wire was noted to have a shiny edge, which may have been caused from the beveled edge on the needle. The remainder of the cross section exhibited a dull veneer. It was noted that the coil wire on the loose guidewire segment was not elongated over the core wire. The core wire extended 5mm from the proximal end of the tightly coiled coil wire. The remainder of the guidewire was attached to the powerglide deployment system and was protruding from the needle. The coil wire had been stretched over the core wire. There was a slight bend in the tip of the core wire. A microscopic examination revealed plastic deformation along the beveled surface of the needle, which was most likely associated with the complications between the guidewire and needle. The complications reported during the insertion process most likely caused the needle to sever and/or break the guidewire. The exact cause of the damage is unknown. No defects related to the manufacturing process were noted on the complaint sample. A 5mm slit was found 7mm from the distal tip in the powerglide catheter. The surface of the slit was noted to be glossy and striated, which is indicative of sharp instrument damage. Due to complications encountered with the guidewire, it is possible that the needle tip inadvertently scored the powerglide catheter. To prevent damage to the guidewire and catheter, the product IFU provides the following cautions and warning when advancing the catheter into the vein. Caution: always keep the housing stationary while advancing catheter handle. Do not hold the catheter handle stationary and retract the housing. Caution: failure to keep housing stationary will prevent catheter from entering vein and cause delays in procedure. Warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and it will be evaluated. Results are expected soon. A lot history review (lhr) of rezd2568 showed no other similar product complaints from this lot number.

Event description:
(B)(6) 2015 - it was stated that the nurse got access, saw a blood return and started to deploy the wire without any resistance. About halfway through the deployment, the wire reportedly met resistance. At that point, the nurse tried to remove the powerglide and noticed the wire was allegedly gone.